Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not responding. The remote service engineer (rse) provided the customer with the part number of a touchscreen to order and replace. Resolution and disposition are pending.

Manufacturer narrative:
H10: multiple attempts have been made on 29jul2024, 05aug2024, and 12aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.